Manufacturer narrative:
The scope was shipped to the customer on (B)(4) 2008. It has never been returned for service before this. There is a summary of the testing we conducted: one minute leak test conducted: passed. Fifteen minute leak test conducted: passed. Distal light guide integrity test: no fluid or moisture was observed - passed. Visual inspection test: result: no signs of missing components were observed, however, the shaft is over-bent at the top of the strain relief and small white particles were found on the shaft, angle cover and distal head. These particles cannot be easily removed. The foreign matter extends from the distal tip to 120 mm down the scope. Defect cause: cause of overbend: excessive force. Defect cause: cause of foreign matter: unk. We are in the process of submitting this scope to an outside lab for microbiological testing of the white foreign matter on the external shaft surface. We will file a supplemental report once findings are available. We have no other complaints on this issue with this device.

Event description:
Allegedly, after 3 cystoscopy procedures (one on (B)(6); two on (B)(6)), surgery center noted that 3 pts had received infections. They checked records and found that this scope had been used in all 3 cases. Pts underwent a course of IV drip-antibiotics and are recovering well. They removed scope from circulation.